Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that pt has been experiencing a severe reaction to sensor's adhesive that leads to skin blistering, bruising, scarring and discoloring. Pt has consulted with her physician and was advised to use an IV prep, to prepare the insertion site with alcohol wipes and treat the irritated skin with vitamin e. At the time of his call to dexcom technical support pt's father reports that pt was still experiencing skin irritations with the use of cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.